Event description:
Customer reported low blood glucose symptoms with result of 32 mg/dl obtained on the advantage system. Customer was treated with orange juice, but was unable to consume it. Customer's spouse attempted to fee the customer a peanut butter sandwich and a banana, however, customer became incoherent. Customer obtained result of 400 mg/dl within 10 minutes of result of 32 mg/dl; an additional test was immediately performed, and obtained result of hi (greater than 600 mg/dl). Customer's spouse treated him with an injection of glucagon, and his low blood glucose symptoms improved. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.